Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) result. The quality controls (qc) were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the dilution tray wash unit (dwud). The cse ran precision test, resulting within specification. The cause of the discordant co2_c result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide concentrated (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument, and it recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high (co2_c) result.